Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw, itchy, burning skin irritation under the lifevest equipment. Patient reports having pre-existing eczema. There was no alleged device malfunction contributing to the irritation. The patient applied a cream that was prescribed from their dermatologist on the skin irritation. Follow up indicated that the skin irritation improved.